Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer's condition improved;customer reported that has not diabetic symptoms at the phone call time; customer was treated at the hospital with IV fluids to raise the glucose level in the blood; customer discharged from the hospital the same day. Most likely underlying root cause of malfunction:user had an inaccurate reference and user had low glucose value.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained from meter memory of 41, 206, 145, 57 and 72 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2016, the customer stated that on (B)(6) 2016 called the paramedics because the blood sugar was low. Customer stated that the meter was showing 46mg/dl but the paramedic's meter was showing 85mg/dl. At follow-up call on (B)(6) 2016, customer stated that was currently not having any diabetic symptoms and did not have any medical intervention since the last call. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 129 mg/dl and 122 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(4). Memory concerns : customer is concern with all these results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer's condition improved; customer reported that has not diabetic symptoms at the phone call time; customer was treated at the hospital with IV fluids to raise the glucose level in the blood; customer discharged from the hospital the same day. Most likely underlying root cause of malfunction:user had an inaccurate reference and user had low glucose value.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained from meter memory of 41, 206, 145, 57 and 72 mg/dl. The customer's expected fasting blood glucose test result range is 110 - 120 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2016, the customer stated that on (B)(6) 2016 called the paramedics because the blood sugar was low. Customer stated that the meter was showing 46mg/dl but the paramedic's meter was showing 85mg/dl. At follow-up call on (B)(6) 2016, customer stated that was currently not having any diabetic symptoms and did not have any medical intervention since the last call. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 129 mg/dl and 122 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).